Event description:
Report 1 of 2 a customer contacted ortho care on 05 november 2021 after observing what was described as a discordant negative antibody screening in indirect antiglobulin test (iat) results for a patient using 0.8% surgiscreen® lot vss307 (expiry date 05 october 2021) in manual ID-micro typing system¿ gel test method. Complainant name: (B)(6), position not provided. Complaint reporter name: (B)(4), ortho laboratory specialist. Events date: (B)(6) 2021 and (B)(6) 2021. Patient information: sample 1 drawn on (B)(6). Sample 2 drawn on (B)(6) 2021. The patient did not receive any products between (B)(6) 2021 and (B)(6) 2021. The customer reported that on (B)(6) 2021, they had tested sample 1 from this patient for antibody screening in iat using 0.8% surgiscreen® vss307 in manual ID-micro typing system¿ gel test method obtaining a positive reaction with cell 1 (light 1+ reaction strength) and negative reactions with cells 2 and 3 of the red cell reagent. The customer reported that on the same day, they had re-tested the same sample for antibody screening in iat using the same reagent and method obtaining negative reactions with the three cells of the red cell reagent. A negative result was reported to the physician on (B)(6) 2021. The customer reported that on (B)(6) 2021, they had tested the sample 2 from this patient for antibody screening in iat using 0.8% surgiscreen® vss311 (expiry date 19 october 2021) in manual ID-micro typing system¿ gel test method obtaining a positive reaction with cell 2 (2+ reaction strength) and negative reactions with cells 1 and 3 of the red cell reagent. The customer reported that on the same day, they had tested the sample 1 for antibody screening in iat using the same reagent and method obtaining a positive reaction with cell 2 (reaction strength not provided) and negative reactions with cells 1 and 3 of the red cell reagent. It is understood that on the same day, they had tested the sample 2 for antibody screening in iat using the 0.8% surgiscreen® vss307 and 0.8% surgiscreen® vss311 in manual ID-micro typing system¿ gel test method obtaining: negative reactions with the three cells of the red cell reagent lot vss307 (expired since (B)(6) 2021). A positive reaction with cell 2 (reaction strength not provided) and negative reactions with cells 1 and 3 of the red cell reagent lot vss311. It is further understood that the sample was sent for antibody identification to the american red cross where an anti-m(mns1) was identified. It is understood that the presence of an anti-m(mns1) antibody was reported to the physician in (B)(6) 2021. The customer reported that the patient was not harmed because of these events.

Manufacturer narrative:
(B)(4). Discordant negative antibody screening results for two samples from one patient having an anti-m(mns1) antibody. The most probable root-cause is sample-related, patient¿s anti-m(mns1) antibody being weak and/or at detection limit of the reagents and techniques used and/or associated with the variability of expression of m(mns1) antigens present on reagent red blood cells. No general product failure was identified. A negative result was reported to the physician in (B)(6) 2021. The patient was not harmed because of these events.